Manufacturer narrative:
The reported pressure transducer sub-test failure was not reproduced during on-site troubleshooting. However the air gas module was replaced and it was returned for investigation. The air gas module was found faultless during investigation. The reported failure was confirmed in received logs showing that the test had failed due to a low measured offset from the expiratory pressure transducer. The logs also showed that alarms for high peep (positive end expiratory pressure) were generated during ventilation. Based on those findings, maquet recommended a replacement of the expiratory pressure transducer printed-circuit board (pcb). The pcb was replaced and returned for investigation. The reported failure was not reproduced during simulated-use testing. However an offset drift was noticed when values from performed pre-use checks (puc) were compared. No alarms were generated during ventilation but, the measured peep was slightly higher than the set peep. Microscopic inspection of the pressure sensor showed that there were particles in the ceramic cavity on the top of the sensors' chip. Earlier investigations of other pressure transducer pcb's had shown that when the particles were removed, the pressure transducers functioned normally and no offset drift was noticed. Our conclusion is, that the presence of a particles in the ceramic cavity on the top of the sensors' chip had caused an offset drift, which caused the reported puc failure and affected the measured peep. The root cause of the presence of the particle in the ceramic cavity has not been determined. The date of event was determined to be (B)(6) of 2016 after review of the logs, and has been updated accordingly.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).